Event description:
Perigraft liquid was observed on 5/21/2000 after graft was implanted in fem-pop position on 5/17/2000. Repeated punctures were performed at day 4, day 8, day 9, day 10, day 11 to evacuate fluid collection : 25 cc per day were collected.